Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact on customer's blood glucose level.

Manufacturer narrative:
(Consumer selected as yes, company representative selected as no). (Consumer selected as yes, company representative selected as no).